Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Manufacture date: monitor - (B)(4) - 03/01/2012, belt - (B)(4) - 02/15/2013. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock was improper response button use by the patient during the false detection. Response buttons were pressed intermittently early in the detection sequence but not immediately prior to the delivery of the treatment shock. The response buttons were found to be fully functional. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was motion artifact and elevated t waves. The source of the artifact could not be positively identified through cause and effect analysis. The following could not be ruled out as contributing factors: body motion, poor ECG contact with skin. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of seven shocks. Response buttons were pressed intermittently early in the detection sequence but not immediately prior to the delivery of the treatment shock. The response buttons were found to be fully functional. The first treatment pulse was delivered at 7:18:19 pm. The patient's rhythm at the time of the treatment was sinus tachycardia at 110 bpm with motion artifact and elevated t waves and bbb. The patient's post shock rhythm was the same. The energy delivered in this treatment pulse was 119 joules. The low energy pulse was caused by high impedance. The cause of the high impedance is unknown. The device properly delivered conductive gel during the event. There is no indication that the high impedance was caused by a device malfunction. The second treatment pulse was delivered at 7:21:22 pm. The patient's rhythm at the time of the treatment was sinus tachycardia at 110 bpm with motion artifact and elevated t waves and bbb. The patient's post shock rhythm was the same. The energy delivered in this treatment pulse was 75 joules. The third treatment pulse was delivered at 7:27:09 pm. The patient's rhythm at the time of the treatment was sinus tachycardia at 110 bpm with motion artifact and elevated t waves and bbb. The patient's post shock rhythm was the same. The energy delivered in this treatment pulse was 2 joules. The fourth treatment pulse was delivered at 7:27:39 pm. The patient's rhythm at the time of the treatment was sinus tachycardia at 110 bpm with motion artifact and elevated t waves and bbb. The patient's post shock rhythm was the same. The energy delivered in this treatment pulse was 3 joules. The fifth treatment pulse was delivered at 7:28:06 pm. The patient's rhythm at the time of the treatment was sinus tachycardia at 110 bpm with motion artifact and elevated t waves and bbb. The patient's post shock rhythm was the same. The energy delivered in this treatment pulse was 3 joules. The sixth treatment pulse was delivered at 7:28:42 pm. The patient's rhythm at the time of the treatment was sinus tachycardia at 110 bpm with motion artifact and elevated t waves and bbb. The patient's post shock rhythm was the same. The energy delivered in this treatment pulse was 2 joules. The seventh treatment pulse was delivered at 7:29:30 pm. The patient's rhythm at the time of the treatment was sinus tachycardia at 110 bpm with motion artifact and elevated t waves and bbb. The patient's post shock rhythm was the same. The energy delivered in this treatment pulse was 2 joules. The low energy pulses for the second through the seventh treatment pulses were due to voltage bias from improper placement of the electrodes and therapy electrodes. The low energy shocks were likely due to the pulse being delivered into an open load. This is consistent with 0 ohm impedance and the te placement faults. Motion artifact and elevated t waves contributed to the false detections. The patient was transported to a hospital via emergency medical services where they received medical attention. The patient continues to wear the lifevest. There was no death or device malfunction associated with the inappropriate defibrillation event.